Manufacturer narrative:
No product was returned. The root cause of the ventricular fibrillation was unable to be determined due to insufficient clinical details. The cause of the pump suction cannot be determined since insufficient clinical details were provided as the pump was repositioned and suction alarms were only temporarily resolved. The device passed all post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that after a pump stop with an impella 5.5, a new impella 5.5 was implanted successfully. During support with the second impella 5.5 a suction alarm occurred. The pump was repositioned and running well at p7. Throughout support they continued to have suction issues that either self resolved or required additional volume in addition to pump repositioning. Additionally, the patient had an episode of ventricular tachycardia requiring defibrillation. The patient's urine was pinkish. Later, the patient was successfully weaned from the pump and survived.